Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample has been evaluated.

Event description:
Problem: the tube broke at oval shaped junction after insertion in the pt.